Event description:
The patient reported that in 2007, her blood glucose was low and she lowered her temporary basal rate and ate glucose. One hour later, the patient's blood glucose lowered to 20 mg/dl and she felt disoriented. A passerby phoned a doctor and she was given glucose and she was assisted home. On two days later, the patient was found unconscious in the night by her partner. Her blood glucose measured 20 mg/dl and he gave her glucagon and called the patient's doctor. The doctor then gave the patient more glucagon and lowered the patient's basal rates. The patient's normal blood glucose range is 100 mg/dl. She stated that she experiences low blood glucose approximately once per week, but not as severe. She stated that she does have an infection. The patient switched to her backup infusion device. Product was requested to be returned for evaluation. No further information available.